Event description:
(B)(4). Frequent headaches(3 to 4 times a weekly), weight gain, stomach swelling, heavy menstrual flow, irregular menstrual cycle (I would have my period for 10 to 14 days, very heavy flow, be off my period for 7 to 10 days and be on again for 10 to 14 again, the longest lasting 19 days), severe cramping (feels like labor contractions) fatigue, joint pain, irritability, hair loss